Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels ranging from 200-300 mg/dl. Reportedly, the cause of the elevated bg levels was unknown. The customer has been delivering boluses to stabilize impacted bg level and reported that he had been working with his endocrinologist on getting the best settings for his basal, correction factor, and carbohydrate ratio.